Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm during rewind. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.